Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is complete.

Event description:
The hcp reported the pt was experiencing a decrease in pain control; decreased efficacy. The estimated pump reservoir volume was 5.3ml and the actual was 16ml. The pump was explanted and replaced and returned to the manufacturer for analysis. A f/u report will be sent when add'l info is rec'd.